Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The indeflator leaked during deflation. Another indeflator was used to complete the procedure. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the reported leak was unable to be confirmed during returned device analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.